Manufacturer narrative:
Received 1 set of 4 used arctic gel pads only. Visual inspection noted no obvious defects. The trim pattern was found to be with in specifications and the energy connectors were found to be free of damages and presented with a good connection. A functional evaluation was performed via a flow rate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left chest pad: a total of 3.98 l/min m2 of flow rate was registered during the test. Left thigh pad: a total of 3.98 l/min m2 of flow rate was registered during the test. Right chest pad: a total of 3.82 l/min m2 of flow rate was registered during the test. Right thigh pad: a total of 5.09 l/min m2 of flow rate was registered during the test. According to the test method the flow rate was found to be within specifications on all of the returned pads as the flow rate for this product must be above 2.4 l/min m2. The complaint was unconfirmed as the product met specifications. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: ¿ once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were giving a flow of 0-0.1lpm. The nurse disconnected the pads from the unit, and afterwards, reconnected the pads to the unit; examined all lines and connections, to find that the flow rate would rise to 1.7 lpm; however, would not maintain the flow rate. Therapy was interrupted and a new set of pads were used on the patient. Therapy was resumed with the new set of pads and the flow rose to 2.5lpm. Therapy was continued with no further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the pads were giving a flow of 0-0.1lpm. The nurse disconnected the pads from the unit, and afterwards, reconnected the pads to the unit; examined all lines and connections, to find that the flow rate would rise to 1.7 lpm; however, would not maintain the flow rate. Therapy was interrupted and a new set of pads were used on the patient. Therapy was resumed with the new set of pads and the flow rose to 2.5lpm. Therapy was continued with no further issues.